Event description:
A customer reported a malfunction on their insulin pump but noted that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed about returning the faulty device, programming new settings into the replacement pump, and reconnecting their continuous glucose monitor. The customer was awaiting the delivery of the replacement pump with updated software and acknowledged all instructions provided by technical support. There was no backup insulin therapy available at the time, and the customer planned to consult their healthcare provider.